Event description:
Healthcare professional reported left side pain, discomfort, "deep folds that could correspond to signs of rupture" via MRI. Healthcare professional later reported left side "intracapsular rupture", "multiple (...) Radial folds", "watery bubbles were observed inside the implant, indicating incipient minimal signs of intracapsular rupture", and "no signs of extracapsular rupture" via MRI. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.